Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise resulting in ams episodes and low impedance. The noise was not reproducible. The lead was reprogrammed. The patient would continue to be monitored.